Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons functioned properly. During visual inspection the insulin pump had a cracked reservoir tube lip and minor scratches on display window noted.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. Nothing further was reported.